Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A licensed practical nurse (lpn) at the user facility reported the venous connector of the combi set bloodline disengaged from the needle. The machine was stopped and the bloodline was reconnected and clamped. The patient was able to complete treatment on the same machine. The estimated blood loss (ebl) was approximately 10 cubic centimeters (cc). The patient¿s post treatment condition was fine. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The bloodline product was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.

Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation, and the lot number of the suspect device was not provided. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius bloodline products shipped to this account within the selected time frame. A records review was performed on all identified lots. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.